Manufacturer narrative:
The initial reporter indicated that the blue stapler 45 reload involved with the reported staple line defect was discarded by the site. Therefore, the blue stapler 45 reload is not being returned to intuitive surgical, inc. (Isi) for evaluation. The site's system logs were reviewed with a procedure date of (B)(6) 2016. No system errors related to the stapler 45 instrument were found to have occurred during the surgical procedure. The surgeon fired three green stapler 45 reloads followed by one blue stapler 45 reload during the surgical procedure. All four stapler 45 reloads fired successfully according to the system logs. In addition, the stapler 45 instrument involved with the reported event has been used in 3 subsequent da vinci-assisted surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: after the surgeon fired a blue stapler 45 reload across the patient's ileum, a staple line defect and malformed staples were allegedly found. As a result, the surgeon used a non-isi stapler instrument to create a new staple line proximal to where the staple line defect was observed. However, at this time, the causes of the malformed staples and staple line defect are unknown.

Event description:
It was reported that during a da vinci-assisted total colectomy procedure, malformed staples were identified along a staple line where a blue stapler 45 reload was fired using a stapler 45 instrument. According to the initial reporter, green stapler 45 reloads were used to transect the patient's rectum and a blue stapler 45 reload was used to transect the ileum. At the time the blue stapler 45 reload was fired, a 100% clamp was achieved. When the staple line was extracorporealized and inspected, a pooch or gap in the staple line was found in addition to malformed staples. The mucosa was reportedly bulging from the staple line. The surgeon then made the decision to use a gia stapler instrument to create a new, solid staple line proximal to the staple line where the blue stapler 45 reload had been fired. The surgeon was reportedly able to fire multiple green stapler 45 reloads using the same stapler 45 instrument earlier during the surgical procedure and before the reported event occurred.